Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic via a merlin at home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were recommended. Further information notes that the patient have not come to the office yet for any programming changes. Patient has not had any more oversensing. Patient is doing well.

Event description:
New information notes another instance of post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming change was recommended. No further information available.